Event description:
It is reported by nurse of the hospital, that during locking of the 7,5mm screw the screw head bent. There was a 8,5mm screw used to finish the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no issues were discovered with the screw, the screw was found to be visually free of bending, cross-threading and deformation. In addition, the screw was found to be fully functional after the introduction of several blockers. Conclusion: a plausible root cause cannot be conclusively determined as no issues were discovered with the screw but may be user error.

Event description:
It is reported by nurse of the hospital, that during locking of the 7,5mm screw the screw head bent. There was a 8,5mm screw used to finish the surgery.